Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Procedure: total hip replacement revision (components not depuy) the surgeon implanted depuy acetabular components: 121730052, pinn multihole w/gription 52mm. 121725500, pinn can bone screw 6.5mmx25mm. 121730500, pinn can bone screw 6.5mmx30mm. The femoral components are not depuy. The constrained liner was in place and as the surgeon went to relocate the hip, one of the rim pieces of the polyethylene folded, collapsed and broke. The surgeon removed that liner and used an unconstrained liner instead (121936152). The surgeon removed it without damaging any other components. Delay 45 mins. No other information available. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy acetabular devices were implanted with competitor manufactured femoral product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: total hip replacement revision (components not depuy) the surgeon implanted depuy acetabular components: 121730052, pinn multihole w/gription 52mm. 121725500, pinn can bone screw 6.5mmx25mm. 121730500, pinn can bone screw 6.5mmx30mm. The femoral components are not depuy. The constrained liner was in place and as the surgeon went to relocate the hip, one of the rim pieces of the polyethylene folded, collapsed and broke. The surgeon removed that liner and used an unconstrained liner instead (121936152). The surgeon removed it without damaging any other components. Delay 45 mins. No other information available.